Event description:
A talent stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the stent graft has migrated 7 cm distally into the aneurysm sac, resulting in a type I endoleak. The stent graft also appears to be folded over. The physician stated that the cause of the event is anatomy, the stent graft did not have adequate fixation for the anatomy. The physician implanted an endurant 49x70 aortic cuff, the migration and endoleak were resolved. No additional clinical sequelae and the patient is fine.

Manufacturer narrative:
(B)(4).